Event description:
The customer's mother sent an email reporting that the customer was hospitalized for diabetic ketoacidosis. The mother stated that the customer has not been using the insulin pump since that incident for fear that it might happen again. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.